Event description:
It was reported that during a laparoscopic supra cervical hysterectomy procedure, they kept getting replace instrument after several activations. The surgeon removed the device and placed it on the mayo stand. When she touched the top jaw, it broke off. There was a lot of force on the device when they were using it during activation. Competitor's device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Added additional information the device was received with the top jaw broken from the instrument and returned with the device. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the detached top jaw. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws/I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.